Manufacturer narrative:
Only the inserter was returned for evaluation. Nothing missing or broken on the inserter. Complaint was originally reported as the inserter breaking, it was then confirmed that the stay suture got jammed in the anchor and had to be cut free leaving a piece behind. With the information provided it cannot be determined why the customer experienced this issue. Smith+nephew will continue to track any related complaints for this device family as a means of monitoring the extent with which this complaint is observed in the field. Based on this investigation, the need for corrective action is not warranted. (B)(4)

Event description:
Surgeon drilled and inserted the anchor to the marking. Surgeon was backing up the bioraptor knotless inserter with smooth hammer strikes after having inserted the anchor. Handle and inserter shaft loosened and fell into 2 pieces. Surgeon was able to pull the inserter shaft out by hand. Locking mechanism couldn't be tightened. Additional information stated "the suture was stuck after driving the anchor into position. The surgeon could not remove the blue thread and had to cut it. The suture for the fixation of the labrum was also stuck. Before removing the inserter, the blue screw was screwed in until it clicked. The surgeon had difficulties to remove the inserter". A portion of the stay suture was left in the patient. A second bioraptor knotless was used.